Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: (B)(6). The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used on the patient, for the second device used see MDR 1118880-2023-00333.

Event description:
The user facility reported that the tr band balloons deflated once deployed. Secondary tr band was placed; however, it had the same issue as well, so manual compression was applied. The patient was in stable condition. There was no patient injury.